Manufacturer narrative:
Precision studies were performed. A pipetting accuracy test was performed and indicated there were no issues related to pipetting. Upon review of system log files, a relatively high number of clot detection errors and level errors were observed. The investigation determined the issue is consistent with either a wrong configuration of the racks or positioning of the sample.

Manufacturer narrative:
The customer uses gel tubes and gel was observed on the probe and on its aperture. This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 cholesterol gen.2 and trigl triglycerides on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cholesterol value of 525 mg/dl, which repeated as 290 mg/dl. The sample was also repeated on 26-apr-2021, resulting in a cholesterol value of 296 mg/dl. The sample initially resulted in a triglycerides value of 284 mg/dl, which repeated as 151 mg/dl. The sample was also repeated on 26-apr-2021, resulting in a triglycerides value of 154 mg/dl. The cholesterol reagent lot number was 51832701 and the triglycerides reagent lot number was 51947201. The reagent expiration dates were requested, but not provided.